Event description:
When attempting to remove PICC catheter, obstruction was encountered with approx 8 cm remaining in pt. Following numerous attempts, catheter and approx 6 in clot was removed with a basket by an interventinal radiologist.